Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that he experienced high blood glucose. The customer stated that in the morning he was at 138 mg/dl and at night it had gone up to 449 mg/dl. He treated with the 25 units through the insulin pump and it only went down to 430 mg/dl. The customer removed the infusion set and cannula was not bent. Current blood glucose was 284 mg/dl. The customer declined troubleshooting. He would be changing the entire set and call back if issue persists.